Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before and after many battery changes and pump will not rewind. Customer's blood glucose was 547 mg/dl at the time of incident. Troubleshooting found that the pump was unable to complete the rewind process and may have been exposed to an x ray machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. No unexpected low battery alarm noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.